Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As the qc recovery was within range, there was no indication for a performance issue of the reagent or the instrument.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable low elecsys hcg + beta test system result from the cobas 6000 e 601 module. The initial result was 3.82 u/l and was reported outside of the laboratory. The doctor thought the result was implausible and low for this patient. The same sample was sent to another laboratory and the result was 200 u/l. On (B)(6) 2021, an aliquot of the sample was repeated and the result was 415 u/l. The reagent lot number was 51653900 with an expiration date of 30-apr-2022.